Event description:
The customer reported a ventilator experienced a nav-ring issue. Patient involvement information is unknown but has been requested. No patient or user harm was reported. The device was evaluated by the customer and a philips remote service engineer (rse). Further information has been requested from the customer. No response has been received at this time. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer reported that the issue was found during clinical use on a patient. No patient or user harm was reported. No other information was reported. The front bezel was replaced. The unit was tested and return to service. Based on information provided and/or service performed the reported issue was confirmed. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No part was returned. However, previous investigations have shown that liquid ingress due to the variability of the assembly process can cause the navigation ring to fail.